Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issues and lack of vibration. The customer¿s blood glucose during the incident was 76 mg/dl. During troubleshooting, the audio properly beeped after adjusting the volume setting. However, the vibration anomaly was not resolved. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The audio tones were heard during the self test properly. The vibrator activated properly during self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, vibrate anomaly, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files.(B)(4).